Event description:
It was reported that the patient had a decrease in therapeutic effect and subsequently a catheter kink was discovered. On (B)(6) 2012, the healthcare provider was unable to aspirated fluid from the catheter. On (B)(6) 2012, a catheter revision was performed, a kink discovered and the catheter was spliced/revised in the lumbar portion of the catheter. The patient was experiencing an increase in pain as a result of the catheter kink. The patient outcome was reported as "resolved without sequelae" as of (B)(6) 2012. The medications in the pump were fentanyl and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8711 lot# n160643023, implanted: 2008 (B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).